Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that 1 day post re-embolization of a basilar artery (ba)-tip aneurysm performed with the subject coil, the patient developed cerebral infarction to the treated area. Unspecified medical management was performed as treatment. No additional information is available at this time.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, patient stroke is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that 1 day post re-embolization of a basilar artery (ba)-tip aneurysm performed with the subject coil, the patient developed cerebral infarction to the treated area. Unspecified medical management was performed as treatment. No additional information is available at this time.